Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the lower blood pressure alarm limit for a patient was set to 70, but when the measured value was between 50 and 60, no alarm sounded. No patient harm was reported.